Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. During troubleshooting, one of the pressure transducer printed circuit boards (pcb) was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The pressure transducer pcb is a part of the pressure measurement system in the ventilator, and a faulty pressure transducer may lead to inaccuracies in pressure measurement, which will be detected during puc. Alarms will be activated if the failure occurs during ventilation. No analysis of device logs could be done as no logs were provided; hence, the reported issue could not be confirmed beforehand. The replaced pressure transducer pcb was returned for further investigation. Visual inspection of the returned part revealed no abnormalities. The pressure transducer pcb was then placed into a reference ventilator for simulated use testing. During this testing, the device passed the puc. After passing, ventilation was performed successfully for 24 hours without generating any alarms or errors. After ventilation, several pucs were performed, all of which were passed. The zero pressure voltage was measured and revealed no significant drift. The wheatstone bridge was also measured and showed no imbalance. The conclusion is that the reported issue could not be confirmed at the manufacturing site; therefore, a root cause cannot be established at this moment.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).